Manufacturer narrative:
Intuitive has received the vessel sealer instrument associated with this complaint and completed investigations. Failure analysis investigations could not confirm or replicate the reported complaint. The integrated cable was cut, thus the sealing function could not be tested. The electrical continuity test passed. No other damage found. Advanced engineering testing results are as follows: the instrument was found fully functional passing all required testing for insufficient sealing. The instrument passed grip force testing recording results 6.54lbs with the jaws in straight orientation, 6.41lbs in pitch, and 6.52lbs in yaw. Additionally, electrode gap test, electrical continuity energy delivery test also passed. A log review was also performed and revealed cut events followed by several pedal duration events, but no errors found that could impact sealing. Based on the log review, there was no conclusive evidence that sealing was impacted.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged intra-operative complication experienced by the patient. Furthermore, the instrument has not been returned for evaluation. Therefore, failure analysis of the vessel sealer instrument related to the complaint cannot be performed. If additional information is received a follow-up MDR will be submitted to the FDA. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system/instrument errors were found to have occurred during the surgical procedure. The vessel sealer logs were also reviewed and nothing remarkable was found. The seal events were 6 seconds long, on average, which is standard. Based on the current information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted low anterior resection procedure, the vessel sealer instrument failed to deliver energy and cut the patient's ima, which resulted in bleeding and conversion to open surgery. At this time, the root cause of the reported issue remains unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the surgeon attempted to deliver energy with a vessel sealer instrument; however, energy was not delivered. The surgeon then performed the cut function with the instrument and cut through the inferior mesenteric artery (ima), which started to bleed. The surgeon converted the procedure to open surgery to control the bleeding. There were no further complications reported. At this time, the root cause of the reported issue is unknown. Intuitive surgical, inc. (Isi) contacted an isi clinical sales representative (csr) and obtained additional information regarding the reported issue: the csr spoke with the surgeon and was informed that the surgeon was unsure if the energy pedal was pressed or if any errors presented. The surgeon sealed on one side of the ima and then tried the other, which was when energy did not deliver. The instrument sealed successfully once. Afterwards, the surgeon cut and tore the ima. The surgeon was unsure if they cut the aorta; therefore, the procedure was converted to open surgery. The target tissue was the ima, which was within 7mm in diameter. The csr did not have any further information. Isi attempted to obtain additional information from the site; however, the attempts were unsuccessful.